Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device pump is not priming or pumping any fluid through the tubing. The issue occurred during preparation for use. There was no patient involvement on this report. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. Evaluation of the device revealed a loose cable that caused the pump not to function as expected. Scratches, normal wear and tear in the inspection were observed. The reported issue was confirmed. The original equipment manufacturer (OEM) performed an electronic device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be transportation , the damages incurred may have been as result of transportation or use. Olympus will continue to monitor complaints for this device.